Manufacturer narrative:
Block b3: exact date unknown, event occurred between (B)(6) 2023.

Event description:
It was reported the patient experienced discomfort at the implantable pulse generator (ipg) pocket site. The physician assessed the ipg had become tilted in the pocket. The patient underwent a revision procedure where the ipg was repositioned, and did well postoperatively.